Manufacturer narrative:
The perfusionist (ccp) called the field service representative (fsr) directly and reported the issue. The ccp installed a new temperature cable with no change. The field service representative (fsr) had the ccp swap the arterial and venous temperature cables in the module and the problem followed the arterial cable. The fsr explained the module was working correctly. The ccp tried a second new temperature cable and still had issues. After troubleshooting with the sales associate, it was determined the issue was with the oxygenator. This system-1 was only on stand-by for this case. The fsr reported that the temperature module was operating to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature module on system-1 failed during morning set-up. The perfusionist (ccp) explained the arterial temperature was reading dashes "---" or "999". The device was not changed out. The surgical procedure was completed successfully. There were no delays, no delays, no blood loss, or no adverse consequences to the pt.